Event description:
It was reported that during a stenting procedure in a 90% stenosed, heavily calcified and tortuous mid right coronary artery (rca), access was achieved with a whisper es guide wire. A voyager 1.5 x 12 mm and a non-abbott balloon was used to pre-dilate the lesion. A xience prime 2.75 x 33 mm stent was deployed in the mid rca. After deployment, a dissection was noted at the proximal end of the stent strut. Another xience prime 3.0 x 12 mm stent was deployed, overlapping the first device, to treat the dissection. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: whisper es; guide cath: ebu 3.5 (6 f). There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.